Event description:
It was reported that the pt underwent a device removal due to infection. The device was not replaced. Additional info has been requested from the hcp, but was not available as of the date of this report.